Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed. Additional observations: ¿ deformation observed on the device. ¿ crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported a capsular contracture baker grade iii. Device has been explanted and replaced with a non allergan device.

Event description:
Medical staff reported rupture later on pfn hcp reported a capsular contracture baker grade lll . This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported a capsular contracture baker grade iii. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided." The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a capsular contracture baker grade iii. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported rupture. Device status is unknown. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.